Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood leakage noted in the catheter tube. No alarm occurred. The iab was removed and therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
Lot # changed from: 3000060738 to: 3000059179. Expiration date changed from: 10/23/2020 to: 09/28/2020. Manufacture date changed from: 10/23/2017 to: 09/28/2017. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak, blood in tubing event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood leakage noted in the catheter tube. No alarm occurred. The iab was removed and therapy was discontinued. No patient injury was reported.